Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effect of hypotension is a known observed and potential adverse event as listed in the rx acculink carotid stent system instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
Subsequent to the initial medwatch, additional information received reported that the syncope resolved without an adverse patient sequela on (B)(6) 2013.

Event description:
It was reported that an accculink stent was implanted in a de novo, heavily calcified, 90% stenosed, left internal carotid artery via femoral access and the patient was discharged home the next day, on (B)(6) 2013. When the patient was home, that night, on (B)(6) 2013, the patient experienced a near syncope episode (dizziness used because there was no loss of consciousness) and fell back hitting the back of his head. The patient did not lose consciousness. The near syncope episode (dizziness) was related to postural hypotension. Reportedly, the patient was instructed to take it easy but he did not do so. The patient was re-hospitalized on (B)(6) 2013 for observation. The patient's orthostatic blood pressures were 203/82 while lying down and 89/51 while standing. The patient's normal proscar, flomax, and hypertensive medications were not given. Midorine and fludocortisone acetate medication were given as treatment. The patient was discharged home on (B)(6) 2013, but will continue to be followed-up very closely with the physician. The near syncope (dizziness) is listed as continuing and this was reported as a serious adverse event. There was no additional information provided.

Manufacturer narrative:
(B)(4).